Event description:
Tip of the screwdriver broke off during extraction. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The present screwdriver was analyzed for conformance to print specifications; the device history record was researched, no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Visual inspection revealed the fracture face is homogenous, which indicates material conformity and has the typical view of a forced rupture. Based on these findings the investigation concludes that the cause of failure is not due to any manufacturing non-conformances. The tip of the screwdriver was strongly twisted before it broke. This is a clear indication that too much torque, far over calculated design, was applied to this device, and a mechanical overload caused the breakage. No product fault could be detected, complaint determined to be invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.